Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The field service specialist visited customer site to inspect the unit. Fss confirmed that the system shut down and would not boot up. Fss found evidence of an over heated component on the subsystem printed circuit board (pcb). Fss confirmed that there was a small amount of visible smoke around the component and a very faint smell. Fss replaced subsystem pcb. Fss performed the field service checklist which the unit passed all functional tests and it was found to meet all amo (abbott medical optics) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the whitestar signature system shut down and smoke smell was detected. There was no patient involvement reported and no patient treatments delayed or cancelled.